Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a donor, known to be b positive, reacted positively with seraclone anti-a. The donor sample that had caused the false positive result was sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory retested the donor sample with the retained sample of seraclone anti-a according to the instruction for use. The patient sample yielded a +/- reaction with seraclone anti-a. The donor sample was also tested after a prolonged incubation time at 4 degrees celsius and yielded a weak positive reaction. The provided donor sample is not suited for molecular typing. Therefore a new donor sample was requested from the customer. We were informed by the customer that it is not possible to get a donor sample that is suited for molecular typing. Therefore the positive reaction at the customer&#17632;site remains unexplained. The retained seraclone anti-a sample was also tested with a negative red blood cells and yielded correct results. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that a donor, known to be b positive, reacted positively with seraclone anti-a. The donor sample that had caused the false positive result was sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory retested the donor sample with the retained sample of seraclone anti-a according to the instruction for use. The patient sample yielded a +/- reaction with seraclone anti-a. The donor sample was also tested after a prolonged incubation time at 4°c and yielded a weak positive reaction. The provided donor sample is not suited for molecular typing. Therefore, a new donor sample was requested from the customer. We are still waiting for this sample. The retained seraclone anti-a sample was also tested with a negative red blood cells and yielded correct results. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-a functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.